Event description:
The reporter states that he obtained the blood glucose comparison of 212 mg/dl and 81 mg/dl on the accu-chek complete system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.